Event description:
The recipient reportedly experienced retention issues. External equipment was exchanged, however, the issue was not resolved. On (B)(6) 2017, the recipient underwent revision surgery to replace the internal magnet. During surgery a thick bone-fibrosis callus which was causing the retention issues was identified and removed. The internal magnet was not replaced.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device has been reactivated. The recipient remains implanted. This is the final report.